Event description:
Report received from baxter states in november, 2004, a pt was connected to the infusor which contained 5508. Mg of 5fu in 25ml of nacl 0.9% for a total fill volume of 46ml. In 2004, it was noticed that only 50% had been infused. The pt access was an "implantable drug delivery system." The suspect infusor was removed and anothe infusor attached with no further sequelae. No pt injury reported.